Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8015 pcu was affected by plastic recall and the pump needs replacing of switching power supply board to fix the error code 121.2002. There was no reported patient involvement.

Manufacturer narrative:
Device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, imdrf annex a,g,b,c,d grids. Omit : a0404 - crack (1135), g04037 - cover, b17 - device not returned, c20 - no findings available, d15 - cause not established.

Event description:
It was reported that an 8015 pcu was affected by plastic recall and the pump needs replacing of switching power supply board to fix the error code 121.2002 . There was no reported patient involvement.